Event description:
Pt s/p CABG x 6. Pt to ctr with iabp attached. In the evening, iab alarmed air leak and sheath was positive for blood in external catheter. Removed by pa on duty. No adverse effect on pt.